Event description:
It was reported that the doctor informed that after several days of undergoing rezum water vapor therapy, the patient had to undergo a transurethral resection of the prostate (turp) due to urinary retention. The patient was desperate to use a urinary catheter. It was noted that the device or procedure contributed to the patient adverse events. There were no further patient complications, and no additional information was performed.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.